Manufacturer narrative:
Investigation ¿ evaluation event description: it was reported that the balloon of a bakri tamponade balloon catheter leaked prior to use when treating postpartum bleeding caused by uterine atony. A cesarean section was performed on the patient. During the procedure, the patient experienced uterine atony and had lost 460 ml of blood. Before placing the bakri balloon to control the bleeding, saline was injected to check the integrity of the balloon, and a pinhole leak was observed. The balloon was immediately replaced within a new one and the bleeding was able to be stopped successfully. The total amount of postoperative blood lost was 550 ml. No blood transfusion was administrated. Also, the internal and external packaging of the complaint balloon was noted to be intact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. The complaint device was returned for investigation without package or label. Visual inspection did not note any damage to the device. The balloon was inflated with water, and a leak was observed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A complaint history database search showed no other complaints associated with the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field. Cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1 - phone number: (B)(6). E1 - additional email: (B)(6). H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the balloon of a bakri tamponade balloon catheter leaked prior to use when treating postpartum bleeding caused by uterine atony. A cesarean section was performed on the patient. During the procedure, the patient experienced uterine atony and had lost 460 ml of blood. Before placing the bakri balloon to control the bleeding, saline was injected to check the integrity of the balloon, and a pinhole leak was observed. The balloon was immediately replaced within a new one and the bleeding was able to be stopped successfully. The total amount of postoperative blood lost was 550 ml. No blood transfusion was administrated. Also, the internal and external packaging of the complaint balloon was noted to be intact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.